Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v278190, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient had a low battery message appearing on the patient programmer. For the last couple of weeks prior to (B)(6) 2012 the patient had less urinary control. The patient believed the battery depleted around (B)(6) 2012. The patient checked with a hcp and was given an estimated time-frame of (B)(6) for replacement and then they pushed it out to (B)(6). The patient voided every 2 to 3 hours during the day. The patient urinated too frequently during the daytime and used 6 to 8 pads per day. The patient had nocturia 2 to 3 times a night. The patient had no stress incontinence and was not on any medication for their bladder symptoms. The patient also had lower back problems causing paresthesia. The patient had pain with intercourse since their vaginal surgery. The patient had a neurogenic bladder and frequency of urination. The implantable neurostimulator (ins) was too close to the skin. The patient was prescribed myrbetriq. The patient had a large leak after cystoscopy and they bent over to get dressed. The patient had some urgency and stress incontinence with coughing. The patient had a remarkably stable bladder and was probably an abdominal voider. It was tender over the ins site. The patient had weakness, numbness, and tingling. The patient had a non-functioning ins. The patient¿s urethra was tender from their sling which was probably in poor position. The hcp discussed doing a combination procedure or replacing the ins and removal of the patient¿s bladder sling and replacing it or revising it. The patient¿s device was replaced on (B)(6) 2013. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.